Event description:
It was further reported that the inserter suffered a small break on the lower part that attaches to the tibial implant. A piece less than 1mm broke off and was retrieved. This caused the inserter to clip into the tibial implant in a position that was not deep enough to be secured therefore pushing the poly between the femoral component and tibial component in a crooked position which scarred the bottom of the poly. There were no surgical delays. The surgical technique was utilized. It is unknown how many times this instrument had been used. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42529900100 - tibial articular surface inserter - 65040196. G2: foreign country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02089.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.